Event description:
Additional information received noted that the right ventricular lead had oversensing that resulted in inappropriate non-sustained ventricular tachycardia and non-sustained ventricular fibrillation. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator exhibited noise. The patient presented in clinic on (B)(6) 2019. Upon investigation, isometric exercises reproduced the noise, and the noise was confirmed to be caused by myopotential. The physician alleged there was a insulation breach. A chest x-ray was used but did not confirm the insulation breach. The device was reprogrammed. The patient was asymptomatic.